Manufacturer narrative:
The insulin pump was received missing segments due to cracked lcd zebra connector. Unable to perform the full functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to missing segments. No moisture damage was found on the electronics, motor, battery tube, vibrator and keypad assembly during our visual inspection. The insulin pump powered up after battery installation. No blank display noted. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. The customer was explained the possible causes of blank display. The customer stated that there was no signs of physical damage of the insulin pump and was not dropped or bumped. The customer stated that there is possible exposed of the pump to perspiration. The customer reported via phone call indicating that the insulin pump was exposed to fluid. Customer's blood glucose at time of incident was unknown. The customer reported that the insulin pump was exposed to perspiration. The customer stated that the pump was wears in bra at times. The customer stated that the half screen was missing. The customer was assisted in performing self-test and half screen missing. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.